Manufacturer narrative:
Additional information provided in the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample arrived out of the pouch fully primed and attached to the first y site of a primary set which was spiked into a full 1000ml lactated ringer¿s solution bag. Visual inspection was performed and noted the drip chamber had a cloudy appearance. Per the event description, "primary line infusing lactated ringers, nurse started ivpb medication line and back primed the secondary set." The solution labeling states that the product "must not be used in series connections". Therefore, the device was misused. The device could not be verified as a non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of lactated ringers solution through an unspecified primary set. When a nurse attached a clearlink secondary medication set to the primary set and back primed the secondary set, the solution appeared cloudy. The nurse discontinued the infusion immediately and replaced both sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
When the sample was first received, the drip chamber was found to have a cloudy appearance. Upon further evaluation, fluid was drained and the drip chamber was found to have normal appearance and not be cloudy. The cause of the cloudy appearance is undetermined. Should additional relevant information become available, a supplemental report will be submitted.